Manufacturer narrative:
Information obtained from the customer revealed that the problem was resolved by the site due to the urgency of the patient's condition. The problem was found to be caused by a loose connection to the pdm (patient data module) at the trunk cable. The customer stated that once the cable was securely fastened, the problem was correct. Site biomed replaced the trunk cable the following day. No further instances have occurred. Device labeling, user manual, addresses the potential for such an occurrence in the general equipment care section with statements such as, "inspect overall physical condition of the system components, peripherals, and interconnecting cables. Perform any corrective actions required." For this reason, conclusions code 18 (failure to follow instructions) was used. Further, there was no indication from the available information that the problem was caused from device malfunction and/or product defect.

Event description:
Merge hemodynamics monitors, measures, and records physiological data from a human patient undergoing a cardiac catheterization procedure. The system comprises the patient data module and the merge hemodynamics hemo monitor pc. The two units are connected via a serial interface. All vital parameters and evaluations are registered and calculated in the patient data module. This data is then transmitted to the merge hemodynamics hemo monitor pc via the serial interface. All data can be shown and monitored on the merge hemodynamics hemo monitor pc. On (B)(6) 2016, a customer reported to merge healthcare that patient vitals were not displaying on the hemo monitor. The problem occurred during a stemi (st elevation myocardial infarction) procedure and resulted in a 20 minute delay. Subsequently, the hemo monitor and client pc were rebooted by the user during the procedure. With merge hemo not capturing physiological data, there is a potential for incorrect treatment that could cause harm to the patient. The customer reported that the procedure was completed successfully once the hemo monitor was rebooted. (B)(4).